Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that, during an emergency procedure in the coronary room, when nurses were preparing the multifunction patches to be used if necessary, they noticed the defibrillator displayed the alarm messages "pads / paddle type unknown", "ECG cannot be analyzed", and "insert connector, apply pads". The device is not used ,there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips that, during an emergency procedure in the coronary room, when nurses were preparing the multifunction patches to be used if necessary, they noticed the defibrillator displayed the alarm messages "pads / paddle type unknown", "ECG cannot be analyzed", and "insert connector, apply pads". The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.